Event description:
Please be aware that the dexcom g7 cgm is conceptually positive but is deeply flawed in product quality. The app, sensors, applicators, software bugs, and update glitches make the product virtually useless. I'm not sure what role the FDA plays in approving products for market, but as I say, conceptually this is a winner. In practice, it is nothing short of a train wreck. I'm not sure where to begin, as there are so many issues. I'll begin with a simple example of each area I've listed: the app had updates, though their customer service denied it. When it updated on january 1st of this year, it wiped out user medication data, made prior day data inadmissible, and keeps issuing erroneous alerts or crashes. Dexcom retroactively issued a warning to android users not to update their phones...after automatically installed updates had already been done by android manufacturers. If you refer to google play store comments on this app, you will get a clear idea of the dexcom customer service absurdity and product danger customers are experiencing. The mobile app malfunctions most of the time, making it unreliable for readings, contacting customer service, sharing with medical providers, storing critical data for reports and spreadsheets for disease management, and medication dosing. If you can reach customer service in san diego instead of the outsourced default option, you must wait days for a reply...if any. The default customer service isn't actually qualified to help and isn't familiar with the actual app features. They can only tell dexcom customers to uninstall/reinstall the app or to send them an envelope to return bad sensors/applicators. Updates to fix the considerable and serious bugs with the app haven't happened, but dexcom continues to make money. Software issues prevent customers from using or being in range of most other bluetooth items, making dexcom extremely limited in practical everyday settings. I was informed that smart watches, earbuds, televisions, computers, speakers, security systems, etc. Can all compete and interfere with a cell phone assigned for monitoring the dexcom sensors. Per an agent from their san diego office, the only reliable communication exists between a dexcom receiver (which has no daily data input capability) and the cgm sensor. This conflicts with their published list of compatible devices. It's false advertising if they claim to have a mobile app, but insist you can't use your cell phone in a safe (updated) and typical manner (near bluetooth devices) and the app isn't functional more than 50% of the time. I'm being generous. We can't screenshot malfunctioning moments in the app to share with customer service, share screenshots or clarity data with our doctors due to glitches, so who approved this product for public consumption prematurely? Clarity is the sister app that must be separately installed to view your data in a report form, however, it's flawed and unusable due to the dexcom app glitches and "updates" that are making g7 a problem. My medical providers complain they can't use it typically despite having registered the clinics with dexcom per protocol. The company is clearly unable to operate at the level to match product sales and distribution. The sensors that attach to the arm often have random problems. The adhesive problems are common enough that the company sends additional outer patches to keep sensors in place. These ring-shaped patches overlap the sensor's adhesive base to anchor it securely, at least in premise. In reality, these outer rings often separate from the inner base and sensor, making sensor removal difficult and painful. I've had to go to my doctor a few times for help. Some have excessive adhesive properties, so product quality is inconsistent. Lastly, the spring-action applicators malfunction, and require return/replacement similar to faulty sensors, which stop mid-session or midwarmup. This takes time and hurts. Call if questions. Happy to provide details if it helps. I think this product is not ready for public release yet and hope someone actually looks at all the complaints. See google play, reddit, and other media. No shortage of feedback. Many people put in danger due to app and device issues. Concept is great, but product is a nightmare.